Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-aug-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the insertion of the intrathecal pump, the proximal end (tip) of the catheter broke and could no longer connect to the distal end of this catheter. There was an adaptation and replacement with a fitting of catheter ascenda pump segment overhaul kit 8784 and the dmi had been implemented. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that this was the patient's first implantation and that the catheter had not been returned yet. A revision kit was used for the connection and the device was available at the pharmacy. The serial/lot number of the pump and catheter were provided. The implant date for the pump was also provided. It was stated that the patient was receiving intrathecal naropin and morphine via an implantable pump for primary or metastatic cancer.